Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the right ventricular (rv) his bundle lead dislodged during slitting of the sheath and exhibited high thresholds. The lead was removed and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.